Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset and loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an integrated circuit (ic) anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.